Event description:
It was reported that the customer was hospitalized with blood glucose was over 800 mg/dl, due to the infusion set cannula being bent or crimped. The customer's symptoms were nausea, vomiting, and dehydration. The customer was treated with an insulin drip. She was wearing the insulin pump at the time of hospitalization. It was not possible to perform troubleshooting at the time the report was made. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .